Event description:
Pt expired at 1:50 am. Pt developed deep venous thrombosis the morning before the pt died. The greenfield filter placement was not successful on that day at 9pm. Pt was found to be expired the following day at 1:50 am. Cause of death: metastatic prostate cancer; secondary: possible pulmonary emboli secondary to prostate cancer.